Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the cardiac resynchronization therapy defibrillator (crt-d) device was placed subpectoral. The patient alleged that their shoulder may have been damaged during lead placement. The device and leads remains in use. No further patient complications have been reported as a result of this event.